Manufacturer narrative:
No button response on the esc and act buttons due to corroded keypad traces noted. Displacement test was not performed due to unresponsive keypad. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads, broken belt clip slot, and stained end cap sticker.

Event description:
It was reported that the customer had no response with the act button on the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.